Manufacturer narrative:
A revision procedure was performed, during which the rv lead terminal pin was confirmed to be seated securely in the device header, and a visual inspection of the chronic rv lead found nothing abnormal. The physician elected to explant this ICD. A new ICD was successfully implanted, and the chronic rv lead was left in service, since all lead diagnostic measurements appeared to be within normal range. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead and recently implanted implantable cardioverter defibrillator (ICD) exhibited rv pacing impedance measurements of greater than 2000 ohms, triggering a latitude red alert. No rv channel noise was observed. The high rv pacing impedance measurements were reproducible with pocket manipulation, and the possibility of a device connection issue was discussed. No adverse patient effects were reported as a result of these observations.